Event description:
It was reported by service report that the footboard lockout leds are not working. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Lockout leds on the footboard not functioning.